Event description:
It was reported that the distal end of the device broke off in the central vasculature. The broken piece was retrieved using a microsnare. The patient was reported to be "stable".

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user failed a proficiency survey for vancomycin for one sample. The initial result was 8.36 ug/ml with an acceptable range of 0.00-5.00 ug/ml and mean of 2.551 ug/ml. The sample was repeated on (B) (6) 2010 and a result around 3.0 ug/ml was received. The user stated no complaints had been received about patient vancomycin results. The vancomycin reagent lot number was 61383801. The field service representative was unable to determine a cause and could not duplicate the problem. He performed a pipetting accuracy check and analyzer and fluidics diagnostics. To verify the analyzer operation, he had the system perform initialization with no problems and ran a precision test.

Manufacturer narrative:
During a follow up visit, the field service representative determined the fluorescent polarization led optical lamp was defective and replaced the lamp. To verify the analyzer operation, he performed adjustments and calibrated successfully. The user calibrated and ran quality controls with results within specifications.